Event description:
It was reported that a customer had initiated ecls support and on day 14, the customer noticed what appeared to be a failing pediatric quadrox oxygenator due to pressure drops and flows. The customer converted to a second pediatric quadrox oxygenator which started to exhibit increased pressure drop over 100 with decreased flows after 12 hours of use. The perfusionist stated that after wash out of the second unit a clot was noted. Ref.(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the manufacturing records showed no non-conformances. According to the instruction for use the utilization period of this device is restricted to 6 hours. The first oxygenator performed satisfactorily for 14 days and the second one for more than 12 hours. The reported issues are known to occur under extended use. The sample has been requested from the customer and a supplemental medwatch will be submitted if the sample is returned or further information becomes available. Item marked ni are unknown to us at this time. This report is submitted in response to user facility report # (B)(4).